Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 45 mm abdominal aortic aneurysm. The proximal neck measured between 21 mm and 22 mm in diameter. It was reported that during the procedure, an angiography revealed that there was a proximal type I endoleak. The physician elected to perform a touch up with a balloon. It was noted that due to the patient pre-existing impaired renal function an angiogram could not confirm the proximal type one endoleak post ballooning. The procedure was completed with a small proximal type I endoleak; however, the physician stated would self-resolve. Per the physician, the cause of the remaining endoleak was due to the proximal neck enlargement. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.